Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported inflation issues were not confirmed as the device performed within specifications. Please note that the identified leaks are consistent with explant damage. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested and examined. Both cylinders had wear at folds. Both cylinders had leaks in the proximal cylinder bodies that was the result of a sharp instrument damage, which probably occurred during the explant surgery; holes were present. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure tested due to that leak was identified. The pump was leak tested, visually inspected, examined and functionally tested; no visual damages were found upon inspection. The pump was functionally test and performed within specification. The spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell. There was a leak in the reservoir kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to inflation issues. All components were removed and replaced.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this inflatable penile prosthesis (ipp) as it no longer inflates. No patient complications were reported. No further information has been provided to date.